Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ sp syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
A sample was provided for evaluation. The syringe is connected to an extension line 9¿ long. This extension has at the middle a filter. This filter has printed an arrow indicating the flow of the solution and ¿0.2 micron¿ as the filter characteristic. To understand the problem experienced by our customer the plunger-stopper was removed and the syringe was filled with saline. As soon it was filled the saline solution was flowing through the extension line and when it reached the 0.2 micron filter, the solution started leaking from one side of the filter. The extension line's filter appears defective which is not part of the posiflush syringe. Failure mode is not verified for the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. There was no documentation of issues for the complaint of batch 8046955 during this production run.

Event description:
It was reported with the use of the bd posiflush sp syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. There was no documentation of issues for the complaint of batch 8046955 during this production run. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported with the use of the bd posiflush¿ sp syringe there was an issue with leakage. There was no report of injury or medical intervention.